Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of damage and drive/motor anomaly. The customer's blood glucose reading was unknown. The customer stated that the pump is cracked and it turned itself off during handling. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No drive motor anomaly noted. The motor was tested outside of the device and passed. The insulin pump was received with normal operating currents. The insulin pump monitored for several days and no blank display noted. The battery tube connector plugged in properly to j7 printed circuit board during our visual inspection. The insulin pump had scratched case, pillowing keypad overlay, keypad overlay texture damage, cracked case behind the pump near the battery compartment, cracked battery tube threads and minor scratched lcd window.